Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.0 device for mechanical circulatory support. During procedure, staff noted a large amount of blood loss from the pocket (750ml). Patient was transferred to intensive critical unit (ICU). Physician repositioned the impella pump. A sandbag was placed to access site for some swelling. Access site looked good at last check. Patient survived the weaning procedure.